Event description:
The customer reported a fluid leak from inside the right door of the coulter hmx hematology analyzer with autoloader. The customer indicated that the leak was contained within the instrument. The customer stated that the instrument became locked into cleaning mode following aspiration of control material while running quality control (qc). The customer was wearing personal protective equipment consisting of gloves, glasses, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. It was determined that there was a hole in the tubing through pinch valve pv49 between fittings 173 and 183. The cts assisted the customer with replacing the tubing to resolve the leak. Failure mode of the event is attributed to a hole in the tubing through pv49; the instrument became locked into cleaning mode to alert the customer of an instrument problem. (B)(4).